Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the device exhibited no output, no telemetry and no magnet rate.